Manufacturer narrative:
The failed device is available to return to resolve for investigation. If the device investigation yields any new findings, a follow up report will be submitted.

Event description:
It was reported to resolve on (B)(6) 2024 that there was a case of screws backing out of a coda plate. The surgeon was performing a routine follow up of a c5/c7 anterior cervical fusion that was initially performed on (B)(6) 2024. It was noted during the visit that the patient did not present with any pain or indication that there was a product problem. The patient did not mention experiencing any events that could have contributed to the problem but did state that they were excited about their progress. As part of the routine follow up, the surgeon requested a lateral x-ray to assess the status of the construct and fusion. Upon reviewing the x-ray, the surgeon noticed a screw was backing out of c7 and requested a revision for (B)(6) 2024. The initial plan for the surgery was to replace the screw and reset the lock if possible. However, after dissection, the surgeon noticed that the flanges of the locking mechanism on the plate were broken bilaterally. It could be seen that an additional screw showed signs of backing out. The surgeon removed the two-level plate along with six self-drilling screws. The surgeon implanted a new two-level plate with six new screws and confirmed the locking mechanisms were properly closed.

Event description:
It was reported to resolve on (B)(6) 2024 that there was a case of screws backing out of a coda plate. The surgeon was performing a routine follow up of a c5/c7 anterior cervical fusion that was initially performed on (B)(6) 2024. It was noted during the visit that the patient did not present with any pain or indication that there was a product problem. The patient did not mention experiencing any events that could have contributed to the problem, but did state that they were excited about their progress. As part of the routine follow up, the surgeon requested a lateral x-ray to assess the status of the construct and fusion. Upon reviewing the x-ray, the surgeon noticed a screw was backing out of c7 and requested a revision for (B)(6) 2024. The initial plan for the surgery was to replace the screw and reset the lock if possible. However, after dissection, the surgeon noticed that the flanges of the locking mechanism on the plate were broken bilaterally. It could be seen that an additional screw showed signs of backing out. The surgeon removed the two-level plate along with six self-drilling screws. The surgeon implanted a new two-level plate with six new screws and confirmed the locking mechanisms were properly closed.

Manufacturer narrative:
The failed device is available to return to resolve for investigation. If the device investigation yields any new findings, a follow up report will be submitted.